Event description:
It was reported to baxter (B) (4) that the reservoir of a seven day infusor 0.5ml had ruptured during patient use. According to the customer, 90 minutes after the device was connected to the patient, the reservoir ruptured. The infusor was replaced immediately by the healthcare professional. The infusor was filled with 5-fu (56ml); concentration 2800mg diluted with 28ml of sodium chloride (nacl) 0.9% with a total fill volume 84 ml. There is no sample available. Pictures will be made available by the customer. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Additional narrative: the actual device/sample was not available to be returned to baxter for evaluation, per the customer; however, photos of the sample were sent and are being evaluated as means for a visual evaluation. The evaluation has not yet been completed. Once the evaluation is completed, a follow-up report will be submitted. (B) (4)